Event description:
It was reported that this right ventricular (rv) lead was pulled back but still intact. The lead was repositioned and remains in service. No additional adverse patient effects were reported.